Manufacturer narrative:
This report is for an unknown impactor/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the surgeon performed an insertion of the trochanteric femoral nail advance (tfna) nail. While hitting with the hammer on the impactor, the impactor broke and left the tip of the impactor screwed in the insert-handle hybrid. The surgeon managed to keep hitting the nail by overlaying the impactor on the arch and keeping it fixed manually. Procedure was completed successfully. There was no harm to the patient. Concomitant devices: hammer (part: unknown, lot: unknown, quantity: 1), tfna nail (part: unknown, lot: unknown, quantity: 1), insert-handle hybrid (part: 03.037.011, lot: unknown, quantity: 1), this report is for an unknown impactor. This is report 1 of 1 for (B)(4).